Event description:
The following is based on a review of the pt's medical records which were provided to davol by the pt's attorney: on (B)(6) 1994 - the pt was implanted with an unk bard flat mesh during a vaginal vault prolapse repair. It was also reported that the pt was implanted with two non-bard mesh devices for an unk procedure in 2008 and 2009. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the current available information, no conclusion can be made at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.